Event description:
It was reported the model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Due to complaints of patient seeing distorted edges, anisometropia, the iol was explanted in a secondary surgical procedure and replaced with za9003 25.5 diopter iol. There was no patient injury and no medical/surgical intervention. Patient outcome post-lens exchange was reported as doing well. No further information is available.

Manufacturer narrative:
Additional information: section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: (B)(6) 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received stuck inside a non-johnson & johnson cartridge. Visual inspection was performed under magnification revealing that the lens was stuck in a cartridge. Damage on the lens could be observed. Lens removal was attempted; however, the lens could not be removed from the cartridge without damaging the lens. No further inspection could be performed. Complaint issues "explant", "unexpected postop refraction", and "visual disturbance- dysphotopsia" were not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.